Event description:
It was reported that "a few weeks ago" while in the cath lab, the md inserted an iab via a sheath into the pt's femoral artery. The technicians were unable to get an ap (arterial pressure) reading from the iab to the pump, although they said the iab was inflating & deflating. They tried troubleshooting the transducer & central lumen & were unable to determine the problem. They then retrieved a second pump & hooked the first iab up to it. They got an ap reading, but the iab was not inflating & deflating. They determined this because they could see the lack of inflation under fluoroscopy & also because the bpw (balloon pressure waveform) did not indicate inflation. There was also no augmentation. When the sales rep asked the technicians later, they thought perhaps the volume of the iab was indicating 2.5cc & not 40 cc. At this point, they removed the iab & replaced it with a second iab (which they hooked up to the second pump). This time the iab started to inflate & they were able to get an ap waveform. They did not save the first iab. Reference MDR # 1219856-2011-00079 for the intra-aortic balloon (iab) report.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.